Event description:
It was reported that the user ate lunch and was unsure whether a meal announcement had been made; review of the device history and a sync with the mobile app indicated no meal announcement had occurred, and the user was counseled to announce within 30 minutes of the first bite or allow the system to correct glucose thereafter. No reported adverse clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included review of device history and data synchronization with the mobile application. Investigation of this case revealed normal device behavior with user uncertainty about completing a meal announcement and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.